Event description:
On (B)(6) 2013, the patient reported that there was a crack in the display of his infusion device. He stated that there are separate cracks in the display screen. He stated he does not know how these cracks occurred and stated the device had not been dropped. He stated that one of the cracks affects the view of the basal rate being displayed. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.